Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our british affiliate, during valve deployment of a 23mm sapien 3 ultra valve in the aortic position the commander delivery system balloon burst during full inflation. A slight under-deployment with mild paravalvular leak (pvl) was observed but it was completely resolved at final angiogram. Successful implant without any complications to patient. The device will be returned. The patient¿s native annulus and leaflets were moderately calcified with eccentric distribution towards the non-coronary cusp.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: crimp balloon slightly twisted, balloon burst confirmed ¿ longitudinal tear propagating to radial tear on the inflation balloon working length to proximal taper, no missing pieces of balloon, and minor gouges observed on the flex tip. A photo of the device was provided and reviewed. The balloon appears damaged and leaking. Functional testing was not performed due to the nature of the device (burst balloon). Dimensional testing was performed on the balloon single wall thickness along the edges of the burst location and the measurements were within specification. During manufacturing process, visual inspections and tests are performed throughout the process. Per procedure, the balloons are dimensionally and visually inspected. During the balloon pleat, fold and forming process the balloon size is inspected and visually examined for folds following the pleating and folding process. The commander delivery system is 1005 leak tested and post-leak testing the balloon catheters are 100% visually inspected. During final assembly per procedure, the entire device is 100% visually inspected distal to proximal by both manufacturing and quality. In addition, the work order undergoes product verification (pv) testing as a requirement for lot release. All samples must pass pv testing for the lot to be released. Additionally, the commander delivery system undergoes pvl testing for balloon burst pressure fatigue. The samples passed the pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing issues that could have contributed to the reported event. A lot history review of the work order was performed and revealed no other complaints relating to the complaint. A review of complaint history from february 2019 to january 2020 for the edwards commander delivery system revealed additional returned complaints for the reported event. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. That the occurrence rate did not exceed the july 2019 control limit for all the trend category. Available information suggests that the reported event is related to patient/procedural factors. The review of complaint data found that the rate did no exceed the january 2020 control limit for this trend category. The IFU, system preparation manual and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system with sapien 3 ultra valve. The procedural manual provides guidance on delivery system balloon burst during deployment. Factors include: do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position, check for pv leaks under echo and if post-dilation is needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU and training deficiencies were identified. The complaint for was confirmed from visual inspection of the returned device. No manufacturing non-conformance was not identified during the evaluation. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, the patient had ¿moderate calcium with eccentric distribution towards non coronary cusp¿, and the balloon burst occurred at thv deployment with full balloon inflation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In this case, available information suggests that patient (calcification) factors contributed to the balloon burst. However, a conclusive root cause was unable to be determined. No manufacturing non conformances were found during evaluation. No labeling/IFU deficiencies were identified. The complaint occurrence rates did not exceed the january 2020 control limits for the applicable complaint trend category. Therefore, no corrective or preventative action is required at this time.